Manufacturer narrative:
(B)(4). The device was evaluated and the issue was confirmed through the review of the logs. The cause could not be determined. If additional relevant information becomes available, a follow up will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 105 alarm was identified. The alarm occurred in night drain five on (B)(6) 2013. No further information was available.